Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose at the time of incident was 24.3 mmol/l. Customer's current blood glucose was 23.4 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose level. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at time of high blood glucose event. The insulin pump will not be returned for analysis.